Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose over 500 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer cannula was bent and it caused the blood glucose reading to rise. Products will not be returning for analysis.